Event description:
Procedure: lap chole. According to the reporter: the customer reports that there was a hole in the endocatch specimen pouch. Another device was used to continue the procedure. There was no ill effect to the pt.

Manufacturer narrative:
(B)(4)